Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing on presenting rhythm or possible loss of capture. It was unable to fully be determined. The lead remains in use. No patient complications have been reported as a result of this event.